Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin flap infection (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) and the device was subsequently explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.